Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heartbeat detection was unsuccessful for a new patient implanted with a m 106 device. A pre-surgical evaluation was not performed despite cyberonics's recommendation. The surgeon was made aware of its importance. It was reported that all the troubleshooting steps were followed but "????" And"****" were received on all 5 sensitivity settings. The power light on the wand did turn on and stay on. The patient's generator was interrogated, programmed, and successful diagnostics were completed with the impedance as 1992 ohms. The device was left implanted. Another attempt was made for the heart rate detection in the recovery room but the results were very similar. On setting 4, the device detected the heart rate, which was displayed for about 3 seconds, before "???" Appeared again. Another patient was implanted after this patient, and no issues were encountered at that time. Additional relevant information has not been received to date. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
During a field visit by company representative, a pre-surgical assessment was performed on (B)(6) 2016, which identified the patient's heart rate sensitivity setting as 4. While performing the troubleshooting the patient stated she has not had to use her magnet but has not had any seizures lately. Patient stated that she could not tell if she has had less seizures but her friends and family have noticed that she has not been "zoning out" anymore. The patient has experienced absence seizures prior to vns. The patient did state that she can tell when the autostimulation is going off because it is stronger and causes her to have a choking sensation. Patient also said that it wasn't really an issue and she doesn't mind it since she is no longer having seizures. Patient has received 423 normal stimulation per day and 11 auto-stimulations per day since the previous office visit.

Event description:
Programming history from the implant surgery shows that three diagnostic tests were within normal limits (1992 ohms, 1917 ohms, 1783 ohms). On the date of implant, all output currents remained programmed off. Tachycardia detection was programmed on, and sensitivity levels 1-5 were attempted. The device ultimately remained at sensitivity setting 4, with tachycardia detection on. Review of the decoder data showed that the device was able to sense the patient's foreground heart rate. The foreground heart rate is a continuously updating 10-second average of the patient's instantaneous heart rates.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Additional information was received that the patient's generator had depleted and has ~10% battery left. It was questioned whether the device battery was depleting prematurely. The generator was replaced but the explanted device has not been received to date. Internal investigation identified that the observed premature battery life indicators for certain devices were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No additional relevant information has been received.

Event description:
Additional programming data was reviewed.